Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020. Customer went to emergency room for high blood glucose. Blood glucose reading was 480 mg/dl. Customer was treated with bolus and basal. Customer was unable to complete a carelink upload. Customer did not allege insulin pump was under delivering. Customer performed displacement test and the test was passed. Troubleshooting was performed for high blood glucose. The insulin pump will be returned for analysis.